Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature title "evaluation of thunderbeat® in open liver resection- a single-center experience". The literature reported the result of 28 cases of the open liver resection procedures using an olympus product thunderbeat between april, 2016 and april, 2018. The model number of the thunderbeat was not specified in the literature. In the subject procedures, 1 case of bile leakage and 1 case of hepatico-jejunostomy failure, 1 case of postoperative bleeding reportedly occurred. Based on the available information, a direct relationship between the subject device and the reported adverse events could not be determined. According to the number of the reported adverse event, omsc is submitting 3 medical device reports. This is 2 of 3 reports.